Manufacturer narrative:
Findings: broken reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.